Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (battery won't charge) has been confirmed. As received, the battery was unable to charge and complete essential performance testing. The battery pins were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.   No adverse events occurred due to the damaged battery.

Event description:
A us distributor reported that a patient's battery was unable to charge.